Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked insulin and a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Subsequently, the customer was taken to the emergency room, and admitted to the hospital due to an elevated blood glucose level of 544 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline, and injections. Customer was released two days later with no permanent damage. Customer was able to load a new cartridge. Customer reverted to manual injections for insulin therapy.